Event description:
It was reported that during a neurovascular procedure the physician was not able to recapture the subject flow diverter completely into the microcatheter during use. The most distal part of the subject flow diverter got stuck in the microcatheter and was unable to be recaptured. The subject flow diverter along with the microcatheter were retrieved from the patient's vascular anatomy. The subject flow diverter and the microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure the physician was not able to recapture the subject flow diverter completely into the microcatheter during use. The most distal part of the subject flow diverter got stuck in the microcatheter and was unable to be recaptured. The subject flow diverter along with the microcatheter were retrieved from the patient's vascular anatomy. The subject flow diverter and the microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. There was patient involvement (i.e. Was the device in use on the patient at the time of the event). The condition being treated was flow diverter treatment of aneurysm and the anatomical location of the treatment site was the ica (internal carotid artery) supraclinoid left side. The physician was trying to resheathing ¿ after trying for a long time it was seen partly resheathed, but the most distal part was not totally resheathed, and physician was able to take out the entire setup of surpass and the microcatheter. Yes, patient received dual anti-platelet agents prior to the procedure, post procedure. The catheter tip was not shaped. Access was through femoral. The physician was able to deliver another set of surpass evolve and microcatheter to the target lesion. There was no resistance encountered during navigation of the flow diverter device to the target lesion and there was no resistance encountered during the flow diverter deployment. The most distal portion was not able to resheath fully. In the physician¿s opinion all the standard protocols were being followed, right from taking it out of the hoop, preparing with the back flush, proper way of unsheathing, resheathing and all the procedures. In spite of that it didn¿t work. But, when replaced with another set of surpass and microcatheter it functioned as per the desired outcome. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open (when not implanted)¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿.